Manufacturer narrative:
Per tandem¿s user guide: ¿do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer manually over corrected the units for boluses. Customer's blood glucose (bg) was 90 mg/dl. Customer addressed bg with glucose tablets. Recommendation was made by tandem technical support to consult healthcare provider.

Manufacturer narrative:
Cartridge was received. However issue was due to use error; therefore evaluation of device was not performed.